Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6), a novasure procedure was performed and during the procedure, the first device failed the cavity assessment, the doctor performed a hysteroscopy several times, and no perforation was suspected, there was no co2 leak at the cervix and even tested during the test by pulling back on the collar and no sound of co2 was leaking. The doctor used 2 novasure v5 devices, and 2 consoles, the rfc2010-115 and the rfc09 models. The rfc was plugged into the wall outlet and not a power strip. The doctor was trying to remove a small polyp in the cavity which was successfully removed using curettage. The doctor tested the first 2 devices outside the patient and mo bubbles when tapping the pedal were noticed, which means that there was no leakage. The doctor chose to try to use the first device with the rfc2010-115, but the cavity assessment test failed. No leak was noted. The tenaculum was removed and performed the test again and failed. The doctor decided to use a 3rd novasure and the ablation was completed successfully. The doctor. Then stated that the silicone tip of the 3rd device detached and remained inside the vagina. The doctor stated that the piece was safely removed retrieve it out with her hand and the doctor had no issues getting it out. No patient injury and no additional medication or surgery are required. No additional information available.

Manufacturer narrative:
Device investigation: a visual inspection was conducted, and the silicone tip of the cervical collar was detached, it was reviewed and there is no physical damage to the silicone tip, it just got disassembled. The silicone tip was assembled to the cervical collar again to properly challenge the disposable and it was able to pass all test phases. However, it was detached, and the problem reported by the customer was observed. Hence, the complaint can be confirmed. This observation will be monitored and trended.